Manufacturer narrative:
There are five devices reported by the customer on the same day for the event of positive culture test and with a final negative test for bacteria. These devices are captured in medwatches with patient identifiers: (B)(6). This medwatch is for patient (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Customer reported that of the twenty-two scopes tested, five of which this is one, tested positive for bacteria. There is no reported harm to any patient. Customer was performing further tests on the device and the final test result was the device was free of any bacteria.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the customers response. The customer confirmed negative results after retesting the device. The customer will not be returning the device and denied to provide the cleaning, disinfection, and sterilization of the scope instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.